Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer account to address the reported event. During servicing, fse verified the error while on site. Fse cleaned and lubricated the sample syringe lead screw but the error persisted. Fse replaced the pip sensor for the sample syringe and ran the daily check along with quality controls with acceptable results. There were no further errors. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 13510512 from 18-sept-2017 through aware date 18-oct-2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: 1. List of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 4012 spec.sy home sensor as specimen syringe motor home sensor remains activated. Troubleshooting for the error states to "turn the power off and on again. If this problem reoccurs, contact the service department." The most probable cause of the 4012 spec sy home sensor error messages was a faulty pip board sensor.

Event description:
A customer reported error message 4012 spec sy home sensor during shutdown with the aia-360 instrument. The customer tried to reboot the instrument but the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of follicle-stimulating hormone (fsh), prolactin (prl) and beta human chorionic hormone (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
(B)(4) per exemption number e2017013. The pip board was returned for evaluation. The part was functionally tested by replacing substrate on the instrument in an effort to replicate the sample syringe home error. The error could not be duplicated. A precision test was performed in an effort to replicate the sample syringe error. However, the error still could not be duplicated. The part passed testing. The most probable cause of the reported event could not be determined. The part passed functional testing.